Manufacturer narrative:
UDI section of model # is unknown, no product information has been provided to date. B3: date of event and d5: operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer case was cracked at the bottom and the drain tube was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for investigation. The device had a cracked enclosure. Functional testing was done where the tank was filled with water, temp check was attached and power was turned on. The device was leaking in the back near the drain tube confirming the customer complaint. The root cause of the issue was found to be due to wear and tear. No action was taken due to the device being beyond economical repair. A device history review was not done as the device is beyond a year from the manufacturing date. Service history review showed that the device had not been in for service previously.